Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The electrode was damaged, and wires appeared to be exposed. It was reported that when the pentaray catheter was used and then placed back into the patient it was noticed by the physician that one of the splines on the catheter appeared to be stretched and the electrode was damaged. They exchanged the catheter, and the issue was resolved, the case was continued without any further incident. No patient consequences were reported. It looked like a wire was starting to be exposed and an electrode did move out of position. The medical team was unsure if there was any resistance or difficulty during insertion or removal of the catheter. It was being used during a cryo ablation so medtronic 12 french flex sheath was used. Electrode damage without sharp/rough edges is not MDR-reportable. Internal components exposed is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The electrode was damaged, and wires appeared to be exposed. It was reported that when the pentaray catheter was used and then placed back into the patient it was noticed by the physician that one of the splines on the catheter appeared to be stretched and the electrode was damaged. They exchanged the catheter, and the issue was resolved, the case was continued without any further incident. No patient consequences were reported. Device evaluation details: visual analysis of the returned device revealed that the spline c was found bent, electrodes 9, 10, 11, and 12 were damaged, additionally, electrode 12 was found displaced from its original position and electrodes 9 and 10 had exposed wires. It was concluded that this damage could be related to a failure to comply with the instructions for use of the device, as a non-compatible sheath was used along with the device, per instructions for use (IFU) the recommended sheath size is 8 french to avoid damaging the device. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. The instructions for use contain the following recommendations: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. A manufacturing record evaluation was performed for the finished device 30719046l number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).